Manufacturer narrative:
Additional information was received regarding the event (please reference b5). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. However, it is likely that reprocessing steps recommended in instructions for use (IFU) were not performed completely due to device nonconformity which caused remained the foreign material in/around the forceps elevator. The following is included in the IFU: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received where the customer reported event was observed at reprocessing and no patient was involved. The device was inspected before use by the customer and no abnormalities were found. The device with foreign material was not used on a patient. Although the customer was trained as per olympus training/ IFU, the customer did not reprocess due to the reported elevator issue and left the reprocessing midway. Therefore, the device was not correctly reprocessed at the time of pickup of device for inspection.

Manufacturer narrative:
Additional information was received please see b3 and section e for further information.

Event description:
The customer reported to olympus that there was abnormal sound when manipulating the forceps elevator. The inspection of the returned device revealed that the forceps elevator had foreign material. Additionally, many parts were found dirty, such as control unit, left/right angulation control knobs, and the upward/downward angulation control knob. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of abnormal sound when manipulating the forceps elevator was not confirmed. The foreign material / dirty components on the device were likely caused by insufficient or incorrect reprocessing. Additional defects found included: the plastic distal end cover was shaved. It was also found that the nozzle was deformed, the adhesive on the distal sheath was detached, the connecting tube, grip, switch button 1, switch button 2, and universal cord were all scratched. Bending angle in left direction did not meet specification due to wear of angle wire and forceps raising angle did not meet specification due to damaged knob wire. These defects are not severe enough to be considered a potential adverse event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.